Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while traveling, the customer's pump had passed through an x-ray machine and it was thought that the pump was not functioning properly due to a blood glucose (bg) level of 370-390 mg/dl. The customer had also received an occlusion alarm on the same day as the high bg. The customer changed the cartridge, infusion tubing and site. A correction bolus was delivered to address the bg level. Tandem technical support performed a system check with the customer and the t:connect data was reviewed. The time on the pump was found to be off by 20 minutes. The customer also had a few suspended deliveries due to low power, low insulin and occlusions that were not fully addressed. The customer indicated that only two infusion sites had been used during the last year. The customer was to try a new infusion site.